Event description:
Approximately 5 weeks post-application a second surgery was performed because the patient's tibia drifted itno valgus. Two of the original screws were unicortical and had broken out of the anterior portion of the tibia.